Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that following a sling procedure the vaginal incision did not heal properly. The area was resutured.